Manufacturer narrative:
Per tandem¿s user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to the infusion set while filling the tubing with insulin. Blood glucose (bg) was approximately 20 mg/dl and customer lost consciousness. Customer was transported to the emergency room and was admitted to the hospital. Customer was treated with an injection (type could not be recalled). Customer was discharged (B)(6) 2018 with low bg resolved. Customer reverted to manual injections for insulin therapy and reportedly, discussed the event with a healthcare provider.